Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the clinic that on a remote transmission high rate non-sustained tachycardia events are seen, but there is no electrogram. These episodes are missing, but it was determined to be normal device behavior. Noise was also noted on the right ventricular lead. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the clinic that on a remote transmission high rate non-sustained tachycardia events are seen, but there is no electrogram. These episodes are missing, but it was determined to be normal device behavior. Noise was also noted on the right ventricular lead. It was also noted that there were frozen/missing data on the episode log on the electrogram. There were also short high rate non-sustained episodes which appeared to be electromagnetic interference. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.